Event description:
It was reported that review of the egm revealed low level, high frequency noise that was inhibiting pacing due to possible myopotential oversensing. Programing changes and induction testing were suggested. The patient presented into the clinic for further testing. The oversensing was reproducible with deep breathing. Programming changes were made and noise was no longer reproducible. The patient was stable before, during, and after the device interrogation and will continue to be monitored.